Manufacturer narrative:
(B)(4). A supplemental medwatch will be submitted when additional information becomes available.

Event description:
It was reported that during patient treatment and after introducing the cannula over its introducer it was not possible to take the introducer out. Therefore the patient started bleeding heavily and suffered a cardiac standstill. A cardiopulmonary resuscitation for eight minutes with very fast blood transfusion was performed. Then it was tried to use another catheter successfully but the patient did not recover her conscious and she died after three days. (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary (B)(4) received and investigated the 10027#avalon elite catheter device in question. The actual connector cap 3/8 as well as the guide wire were not delivered. Therefore a simulation with the components in question could not be conducted. However a simulation of the described failure was performed with sample components of the avalon elite. A sluggishness or looseness could not determined. All components could be inserted and pulled through well in a dry as well as in a wet condition. The introduction of the introducer into the outlet of the introducer could also be conducted without any difficulties. The introducer could be introduced and pulled well through the long connector cap 3/8. In addition a check of the device history record was performed. In conclusion the review of all history records did not reveal anything unusual or out of the ordinary that could indicate the introducer or the cannula were damaged or incorrectly built. Therefore a failure of the catheter in question could not be confirmed.

Event description:
(B)(4).